Event description:
It was reported that the patient presented in clinic for a routine check, the patient had been feeling tired lately. The atrial lead exhibited loss of capture in both bipolar and unipolar configurations and sensing intermittently. The device was reprogrammed, the physician would continue to monitor the patient with regular scheduled intervals. The patient's condition was good.

Manufacturer narrative:
(B)(4).